Event description:
It was reported that after the vision stent was implanted in the rca, there was a small dissection noted. The dissection was treated with another stent. After this a third stent (another vision) was deployed. After deployed of the third stent and injection of contast revealed that there was no flow. The occluded vessel caused pt distress and the pt ws treated with a combination of drugs. Reportedly, at the closure of the procedure the pt was stable with all three stents implanted and an open rca.